Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. There was no adverse impact to the customer's blood glucose level. Despite troubleshooting the issue persisted and a replacement pump was sent to the customer to resolve the issue.